Event description:
It was reported there was an under delivery, 2ml under. The event occurred during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. The event log was reviewed and there are no errors related to the customer complaint. The device was visually and functionally tested and the customer reported complaint was unable to be confirmed. A probable cause of the issue could be that the air detector exceeds the height. The air detector was replaced. Service history identified that no previous repair has been noted in the last 12 months.